Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to verify battery out limit or low reservoir alarm due to button keypad anomaly. The insulin pump has cracked case at display window corner, belt clip slot and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer then removed the battery, replaced it, and received a low reservoir alert. The keys were unresponsive. Customer's blood glucose was 113 mg/dl. It was stated there were no significant events leading to the alarm. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.